Manufacturer narrative:
(B)(4). Date sent: 09/15/2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst45d with lot number 850c26; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, at the opening of the load, it was observed that it was "crooked" and did not fit in the stapler, it was observed in the lower part of the load that it was damaged and replaced immediately. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 11/05/2025 d4: batch #743c58 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gst45d reload was returned unfired with the one-piece sled missing and no returned, the reload pan partially dislodged from the left proximal side. In addition, 6 double driver missing, making the reload non-functional. No functional test was performed due the condition of the reload. In addition, a tyvek was received along with the sample. No conclusion could be reached on what may have caused the reload pan to dislodge. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 743c58, and no non-conformances were identified.